Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during preparation of chemotherapy, the upper y-site is breaking off causing chemo to leak onto the floor. No injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Upon visual inspection it was noted that the proximal backcheck valve was broken off in the sidearm of the caresite valve. The defect was confirmed through visual inspection. Although the defect of the tubing breaking at the backcheck valve was confirmed, the exact root cause of the crack was not able to be determined at this time. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences.